Event description:
It was reported that this pt developed a reoccuring skin flap infection with drainage. The device was explanted in 2006. Plastic surgery (date unk) was required to repair the skin flap. Reimplantation surgery will be planned after the infection is resolved and the wound has completely healed.

Manufacturer narrative:
This is a final report.